Event description:
In a journal article, the authors reported a patient who presented with reverse pupillary block associated with pigment dispersion syndrome after in the bag intraocular lens (iol) implantation. Pigment cells in the anterior chamber, posterior bowing of the iris, contact between the iol optic at the pupillary margin was noted and marked iridodonesis was evident without pseudophakodonesis the first day after surgery with an intraocular pressure (iop) of 20 mm hg. The iop was 26 mm hg at the eight day postoperative exam. At eighteen day the iop had decreased to 14 mm hg and a gonioscopy showed dense pigmentation at the trabeculum for 360 degrees. The iop was 12 mm hg at the 29 day postoperative exam. Aggressive pharmacological pupil dilation each night to reduce the attached area between the iol and the iris was effective in reducing the iop and pigment dispersion. As a result, they did not perform early invasive intervention, expecting relief of the reverse pupillary block. However, contrary to expectations, the block was not relieved, so performed a laser iridotomy, which did relieve it. At the last visit, four months later, there was no evidence of elevation in the intraocular pressure. No pigment dispersion in the anterior chamber or posterior bowing of the iris was evident. Examination after pupil dilation revealed that both iol haptics were correctly positioned in the capsular bag and the optic edge was not covered by the anterior capsule in the inferonasal area. Therefore, the squared edge of the iol optic not covered by the anterior capsule probably exaggerated iris chafing. In conclusion, the dynamic changes in the aqueous humor after cataract surgery and a latent flaccid iris may be causes. High myopia and systemic adrenoceptor antagonist treatment may also be risk factors for this complication. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).